Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set disconnected from the patient line of the homechoice cassette during drain two of five of peritoneal dialysis therapy. The nurse attempted to reconnect, but the homechoice machine alarmed to end the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.